Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the patient's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator.

Event description:
The consumer reported a patient experienced shocking. The patient had their device replaced and two days after surgery they turned it on. Previously the patient had 4-5 adjustment channels and with the new device they had two. They were getting "spikes" up and down their legs. When the patient moved or walked they would also get spikes of voltage. When the patient would lay on their side and lift their torso they could interrupt power flow. They turned the device off because it was causing so much discomfort. They could still feel the power transmitting through their legs and spikes in the knee caps. It felt like electricity was escaping the bottom of their soles. Additional information from the consumer reported the patient met a representative and they "opened up all 64 channels" but still with adjustments it was affecting their legs. The patient's pain was increasing and they were wondering if it could be due to the leads. The patient met with their physician and was told they could replace the device or take the device out. Additional information from the manufacturer representative indicated they interrogated the device and confirmed the off status of the battery. An impedance test was run and showed out of range impedance for contact 7, however this contact was not part of programming parameters. The cause of the issue was not determined. The system appeared to be okay. Threshold of stimulation increased causing jolting/spikes only at a voltage of 4 or greater so no linear relationship of stimulation and increase of sensation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a "defective stimulator." The attorney further claimed the patient was told the implantable neurostimulator (ins) had a "9 year device life," and further claims the ins "failed well before the expiration of nine years."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.